Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump display screen was dim, faded, discolored. The reporter indicated that the display screen was able to be read safely. The reporter confirmed that the issue was not resolved by resetting the pump contrast settings. There was no noted moisture ingress related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: 10/01/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the device was powered on and it was noted that the display was dim and discolored.